Event description:
The iab was not augmenting well. When the iab was removed, blood was noted in the catheter. On 12/6/96, co was notified that the iab would not be returned for eval. The iab was discarded by the facility. Event complications: none from the event-reported 12/2/96. Pt's current status: unk rpt'd 12/2/96.